Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that during atrial lead implant procedure, the tested threshold on the lead was high although physician adjusted positions for several times. The atrial lead was removed and replaced with a different lead to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.